Event description:
It was reported that the patient has been through withdrawal 3 times and has had "so much trouble with her device". The timeline and reported facts for the events were unclear. Reporter stated that when in the hospital, one healthcare provider told another provider to "turn the device off", and that the first provider told "the hospital to do nothing". Further statements were made about the patient "running back to the doc to turn her pump back on". It was unclear at the time of report whether or not the pump was active. Reporter stated that with the medication prialt, the patient "could not remember anything, was confused, disoriented, felt everything was wrong with her body, vitamin d levels were down, and kidneys were failing". Dilaudid and clonidine were removed 2 months ago, and prialt was put in the pump. It was unclear exactly what medications were in the pump at the time of the report. Patient had opana for break through pain. The patient had further complaints of being "dizzy a lot, not knowing where she was, having emphazema, was lethargic, having slurred words, needing knee surgery, and bones were getting bad". The reporter stated that "the prialt costs (B)(4)" and when "the docs refill the pump, they put it down as a surgery and she is on to their games". Patient accused the docs of doing "legalized drug dealing and she is now a drug addict" and that "the docs know how to have her get through withdrawals without being affected but they will not help her, and docs are killing her body". Patients head feels funny and becomes forgetful with withdrawals. The patient reported that she "does not want to go through withdrawals, and that their (?) Game is over" that she was dying, vomiting, had a fever of 103, and was a code blue in the hospital. It was unclear if the reported event was due to withdrawal and what the timeline was. Patient had a case manager and worked with the insurance company, but found no doctors in a 200 mile radius. The patient indicated that the "president and vice president" needed to be notified about her situation. Patient made further statements "what should I do, shoot myself in the head?". Based on patient's demeanor, crisis intervention services and suicide helpline were reviewed and offered. The reporter stated that the patient wanted pump taken out. Although it was unclear at that time exactly what drugs were in the pump or if the pump was active, medications for the pump were reported as clonidine (old), dilaudid (old), and prialt (current). Further information had been requested, however was unavailable at the time of the report.

Event description:
It was reported that during a previous event with the pump, the physician wanted to keep the patient in the hospital for three days because he said it was killing her. It was reported that the patient's kidneys were failing, which did not occur seven years ago. It was reported that the patient almost died when she went through withdrawal. It was reported that the patient did not have "lucid days" and that she was confused and that this was 'getting serious" all from the medication. About two months ago, the pump medication was changed from dilaudid and clonidine, which was reported not to be working, to prialt. It was reported that the patient had a skin rash all over her body, and the patient was told by one other physician "it is the pump" and "get that thing out of your body". However, it was unclear if the allergy was related to the 'titanium pump itself' or the medication. It was reported that the patient said "this stuff is killing me". It seemed that there was a discussion last week with the physician about taking the medication out of the pump. It was reported that the patient said "they were going to do to me again what they've done four other times", implying going through withdrawal. It was reported that the patient said "I don't want to be addicted to this machine. I don't want this machine to kill me. Everything is out of whack. My thyroid's going crazy. Everything." The patient also said the physicians "don't want me relieved" because "the prialt is (B)(6) a month". It was reported that the patient had been to at least 30 doctors. The patient said "they've made me a drug a--drug addict. I'm very upset". It was also reported that other physicians "cannot touch somebody else's work and nobody will take the pump out and give me the right stuff". It was reported that the patient's head "gets very funny' and she forgets. It was also reported that the physician had said "to come and get it out' because she was 'going to have a seizure or a stroke". It was also reported that the patient needed to have knee surgery because her knee blew out and that her bones were "getting very, very bad". It was reported that the patient did not want to go through withdrawal to take out the pump. It was reported that the patient had seen seven other physicians and "they legally cannot take out the pump and put me where I'm supposed to be where I don't have withdrawal". The reporter implied that the patient had been through withdrawal "four times already" and that the patient went to the emergency room by the paramedics and on the way they were calling "code blue". Again, the reporter said that the implanting physician "told them to nothing;' however, the patient went back to the implanting physician the next day and had the pump turned on because she 'was not that strong". The patient said "they're killing my body. I have evidence. I have proof." It was reported that the patient also had nine surgeries on her back in the past involving implants, bars, plates, screws and staples. The patient was distressed and said "I have no place to go. What do I do, die? Shoot myself in the head? What do I do? I am so depressed". However, the patient declined talking to the suicide hotline. The reporter said that the manufacturer was "not monitoring what they're doing with these pumps and how they are treating the patients". It was reported that the patient was working with the physician. It was reported that the patient wanted "this pump out and I want this medication out." The reporter said the patient's arms and legs were 'pathetic' and that they had taken pictures of her arms. It was reported that the patient told the physician that she gets dizzy and did not know where she was. The patient was also lethargic, and the patient said "I don't know what I'm talking about and then every one of my family members says that I slur my words and I go from one thing to another and I don't even know what I'm talking about.". The patient said her life was threatened and "I can't do anymore".

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal prialt (ziconotide) dilaudid (hydromorphone) morphine (unknown) (unknown concentration, dose and lot number) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient had a smell in her nose and was told it was withdrawal. Medical history includes ten back surgeries (2002-2013), breast cancer prior to pump (1998), spinal stenosis (2002), knee replacement 2013.